Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the patient first got the implant, they felt the stimulation in the front and then the back. Now they just felt it in the back. They stated when they had it put in, they could feel the flutter in the front and later in the back. Since they had been home, they only felt it in the back. They asked if this was normal. They did not specify if they were referring to the rectal area or their actual back. They did not confirm they were not having a return of symptoms. It was reviewed that over time the body could adapt to stimulation. It was ok if they did not feel stimulation, and they were advised to focus on whether or not they were getting symptom relief.